Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. A single photograph was also received of a segment of the 150mm length everflex stent. The entrust sds was received with a segment of the 150mm length everflex stent entangled within the ribbon from a 6f support sheath. The support sheath appears to have been cut. The damage to the everflex stent and support sheath appears to be identical to the photograph received. The entrust sds pull cable was sticking out of the handle¿s thumb wheel cavity. The segment of the everflex stent was untangled from the entrust sds and most of the support sheath. The support sheath appears to have been cut into five segments. A copper ribbon from the distal segment was entangled with the fractured everflex stent segment. A small segment of the stent was still encased within the support sheath liner of one of the support sheath segments. Approximately 55mm of the 150mm length everflex stent was received. The stent cells show elongation and fracture of bridging struts. The entrust sds handle¿s safety tab cavity was examined: the inner guidewire lumen exhibited no kinking. The pull cable was not present within the safety tab cavity. Neither the red safety tab nor safety tube were returned with entrust and everflex stent segment. The entrust sds catheter was examined visually and tactile. A kink in the silver colored outer sheath was noted approximately 23.3cm proximal of the sds distal tip. The distal end of gold colored isolation sheath was approximately 65.9cm proximal of the sds distal tip. A large kink in the gold colored isolation sheath was noted just distal of the blue isolation sheath tip. The kink was approximately 122.8mm proximal of the sds distal tip. The entrust handle¿s grey printed strain relief was cut to allow opening of the handle along its seams for further examination. The handle was opened along its seam. The pull cable was wrapped around the thumb wheel. The proximal end of the inner guidewire lumen exhibited accordion folding at the handle¿s proximal hub luer lock. The pull cable was pulled out of the bond on the proximal end of the outer sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an everflex entrust, with a non-medtronic 6f sheath and .035 non-medtronic guidewire, to treat a lesion in the mid superficial femoral artery(sfa). The device was prepared as per IFU with no issues noted and there was no damage noted to the packaging. The lesion was described as 120mm in length, with fibrous plaque, with little calcification and 70% stenosis. The vessel was described as exhibiting little tortuosity & 6mm in diameter. The lock pin was checked for securement while prepping the device. The guidewire was hydrated during prep. There was no embolic protection used and the vessel was not pre-dilated. It was reported the device was advanced with no resistance encountered and no excessive force was used. The first 120mm of the stent deployed but the wheel for deployment on the device stopped turning and would not deploy the last 30mm. The stent was pulled resulting in the stent fracturing. Another stent was used to cover the broken previous stent and to treat the remaining lesion. No patient injury was reported.